Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: three photos of primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, it could be observed that a smartsite needleless connector was disconnected from the tubing. No photos of any other defects were provided. The customer's complaint that an IV set came apart was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. However, since no physical sample was received, a full investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv IV set came apart. The following information was provided by the initial reporter: "we had a IV set come apart. Pictures are below. Only one occurrence that I¿ve heard about so far."